Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of acute respiratory distress and a large right sided pleural effusion, characterized by severe back pain, dyspnea and pleuritic chest pain, which warranted hospitalization and surgical intervention. The cause of the patient¿s recurrent symptomatic pleural effusion was attributed to a pleural/peritoneal leak (requiring repair), confirmed via pleural fluid culture. While hospitalized, the patient underwent 2 thoracentesis procedures with good alleviation of symptoms. Pleuroperitoneal leaks are usually right-sided and known to cause pleural effusions. Additionally, pd fluid leaks are usually congenital or acquired diaphragmatic defects. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s pre-existing pleural/peritoneal leak. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2019 through (B)(6) 2019 for acute respiratory distress. A review of the discharge summary revealed the patient presented to the emergency room for acute severe back pain (running down back), shortness of breath (dyspnea) and pleuritic chest pain. The patient was subsequently admitted for acute respiratory distress due to a recurrent large right sided symptomatic pleural effusion. The patient¿s symptoms improved after undergoing a thoracentesis on (B)(6) 2019, and laboratory data confirmed causality was due to a pleural/peritoneal leak. An attempt was made to resume the patient¿s ccpd therapy, however the pleural effusion returned. The patient¿s nephrologist recommended the patient transition (short-term) to hemodialysis (hd), however it is unknown if the transition occurred. Prior to discharge the patient underwent a second thoracentesis with good effect. The patient was discharged with orders to follow-up with nephrology for the resumption/initiation of hd, and possible surgical repair of the underlying leak.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.